Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received gunther tulip filter on (B)(6) 2015 at (B)(6) medical center in (B)(6). [Pt] alleges that on (B)(6) 2015, she learned for the first time that pieces of the ivc filter had migrated and imbedded in her tissue and perforated the inferior vena cava. [Pt] was told that if an attempt was made to remove the pieces that migrated she would probably bleed out." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook günther tulip filter. Since catalog number is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Summary of investigational findings: patients medical records and history are unknown and no imaging is provided. Therefore, it is not possible to comment on the alleged "pieces of the ivc filter had migrated and imbedded in her tissue and perforated the inferior vena cava" approx. 19 months after filter placement. Also, it is not possible to comment on "if an attempt was made to remove the pieces that migrated she would probably bleed out" the patient allegedly suffered. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Rpn and lot number are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received gunther tulip filter on (B)(6) 2015. [Pt] alleges that on (B)(6) 2015, she learned for the first time that pieces of the ivc filter had migrated and imbedded in her tissue and perforated the inferior vena cava. [Pt] was told that if an attempt was made to remove the pieces that migrated she would probably bleed out." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.